Manufacturer narrative:
Sections with additional information as of 26-apr-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: high blood readings. No defect found on returned meter. Root cause: rc-061: storage outside specifications. Note: manufacturer contacted customer in a follow-up call on 20-mar-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 161, 131, 127, 350 and 261 mg/dl. The customer¿s expected am fasting blood glucose test result range is 91-108 mg/dl and expected two hour post meal fasting blood glucose test result range is 111-132 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 241 mg/dl and 239 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/25/2024 and test strips were opened three weeks prior to call. The meter memory was reviewed for previous test result history: result 1: 161 mg/dl, date: (B)(6), time: 09:37 pm, fasting 2 hour after eating. Result 2: 131 mg/dl, date: (B)(6), time: 09:28 pm, fasting 2 hour after eating. Result 3: 127 mg/dl, date: (B)(6), time: 06:07 pm, fasting 2 hour after eating. Result 4: 350 mg/dl, date: (B)(6), time: 06:00 pm, fasting 2 hour after eating. Result 5: 261 mg/dl, date: (B)(6), time: 06:05 am, fasting.